Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product, or data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. No injury, or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. Manual button test were performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.